Event description:
It was reported that the pt presented at the hosp with headaches. The shunt was removed and replaced with a high pressure shunt.

Manufacturer narrative:
The prod was not available for return to the MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All our prods are 100% tested at the time of MFR.